Event description:
Stent (6 x 150 protege) deployed as expected. Upon removal, catheter became stuck on what is believed to be the wire. Physician was able to remove with noticeable force. Wire would not accept another stent. It is then decided to change out wire. Wire was placed back into sfa where it was discovered there was something on the wire. It was determined to possibly be the end of the protege catheter. Physician was able to remove the tip and clear plastic tube (attached) with no difficulty and no patient consequence. A 6 x 30 stent was then deployed and case was finished.